Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin (1 gram, intraperitoneally, once in 5 days, duration not reported), fortum (1 gram intraperitoneally, once a day, duration not reported) and injection heparin (2000 international unit, intraperitoneally, three times a day, duration not reported). At the time of this report, the patient was recovering and dianeal therapies were ongoing. No additional information is available.